Event description:
This was reported to MFR via medwatch form. The problem staes, physician inserted 5 stents, recorded fluoroscopy time of 67.5 minutes. Discharged home two days later. Approx two weeks after implant of stents, pt returned to emergency room complaining of chest pain. As planned, one month after initial implant, physician inserted another stent, recorded fluoroscopy time of 107 minutes. Discharged home the next day. Nine days after second implant, pt discovered a red area on his back between the shoulder blades that looked like sunburn. It measured 3 inches by 3 inches. The area got progressively worse. The area looked more inflamed. Pt went to a dermatologist approx 3 weeks after discovery. Dermatologist examined the area and took a biopsy sample. The dermatologist said it looked like a radiation burn. Pathologist reported a differential diagnosis including a fixed drueruption, erythema multiforma, of an autoimmune connective disease; subacute radiation dermatitis also in the differential diagnosis, dermatologist put pt on topicort cream. Device was inspected by a third party. The x-ray equipment was found to substantially comply with state and federal regulations as well as national performance standards established for good radiological compliance.